Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing resulting in pacing inhibition and far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) events were sensed by the device.

Event description:
It was reported that during a follow up in clinic, myopotential oversensing resulting in pacing inhibition and far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) were noted on the device. Abbott technical support was contacted and reprogramming of the device was performed. The patient was in stable condition.